Event description:
The customer states that one patient sample generated an architect c8000 sodium assay result of 166 mmol/l. The same sample generated a result of 138 mmol/l on another c8000 analyzer in the lab. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
Abbott field service dispatched to the site discovered the tubing for ict syringes #14 and # 11 in the ict aspiration pump had been switched during a previous customer initiated quarterly maintenance procedure (about one week earlier). No other problems were found. Field service corrected the tubing attachments and no further concerns have been reported. A review of the architect system operations manual finds labeling sufficient with regard to maintaining and replacing the ict module and its associated syringes and check valves, and troubleshooting error code 1601 and the observed problems qc out of range, erratic results or poor precision: section 9, service and maintenance, instructs the user to check the 1 ml syringes for leaks daily, check the ict probe and tubing weekly, check the dispense components, syringes and valves, and the ict drain tip monthly, and to change the 1 ml syringes, ict asp check valve, and ict ref check valve quarterly. Section 10, troubleshooting and diagnostics, includes probable causes and corrective actions for error code 1601 and for the observed problems "controls out of range", and "erratic results, poor precision - ict results." Probable causes include, but are not limited to: sample contains fibrin; ict syringe and/or check valve issues; ict probe or tubing not connected properly; probes damaged or obstructed; ict module; and hardware failure. The user is referenced to section 9, component replacement, for instructions to replace the ict probe and associated syringes and tubing. The investigation demonstrated that the architect c8000 analyzer is performing within its intended use, label claims, and specifications. No deficiency related to the performance of the device was identified. This is a final report.